Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump was emitting call service 078 alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/24/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/12/2016 with the following findings:a review of the black box and alarm history indicated a call service 078 alarm had occurred. During investigation, the call service 078 alarm was duplicated. The pump casing was removed and there was evidence of internal moisture damage on the display board near the motor flex connector. Additional testing could not be completed due to the moisture damage.